Event description:
The patient reported she noticed insulin in the cartridge chamber of her infusion device. The patient was advised to switch to her backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.